Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with the available patient information.   Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was not reading the pads when they were placed on a patient. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported. A back up device was used to treat the patient.

Event description:
The customer contacted physio-control to report that their device was not reading the pads when they were placed on a patient. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported. A back up device was used to treat the patient.

Manufacturer narrative:
Physio-control evaluated the customers device and was unable to duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.